Event description:
Patient undergoing sigmoid colectomy due to diagnosis of colon cancer and abdominal mass. During the procedure the device misfired and did not allow the staple to crimp fully into place while closing the tissue. Staples removed x 2 from patient's surgical site. The instrument was removed from service and the surgeon opted to suture the colon closed by hand. No injury noted to the patient.